Manufacturer narrative:
Intuitive surgical inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis performed a visual inspection and confirmed the customer reported failure. The surgeon console leaf (scl) left and right had damage to the dvi connector. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, there was no vision present in the left eye of the surgeon side console (ssc). The customer stated the left and right video was present at the vision side cart (vsc), but not at the ssc. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the surgical staff to remove the instruments, perform a system power cycle and toggle the breaker at the ssc; however, issue persisted. Tse had customer perform a second system power cycle, toggle the breakers at the ssc and vsc and reseat all the blue fiber cables; there was no change. Site induced the left eye color bars but there was no image in the left eye of the ssc. Tse reviewed the system logs and didn't find any video faults or failures reported from the system. Customer aborted the procedure. There was no patient harm, adverse outcome or injury reported. An isi field service engineer (fse) was dispatched to the facility and replaced the personality module surgeon console (pmsc). The pmsc processes audio and video from the surgeon console.